Event description:
It was reported a filter did not appear to open competely following deployment via a jugular approach. Another filter was successfully placed without pt complications. This device remains implanted. Therefore, no failure analysis is available. It was indicated continual flushing of the carrier system during the implant procedure was not performed which co believes may have contributed to this event. Directions for use state: "do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe...the introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."